Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type screening device; product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative (rep). It was reported that the patient experienced pain and difficulty moving their right leg. The trial leads were removed, and an MRI indicated an epidural hematoma in the spine that might have been pressing on the cord causing the reported symptoms. It was noted that the trial procedure might have been a contributing factor for the epidural hematoma. After the surgery, the patient remained in the hospital as they monitor absorption of the epidural hematoma. The doctors did not want to do surgery to remove the hematoma due to the patient¿s heart issue. There were no further complications reported or anticipated.